Manufacturer narrative:
One catheter (model t173hf6) with attached monoject 0.8 cc limited volume syringe at gate valve and terumo 10ml syringe at proximal injectate hub was returned for evaluation. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. Customer report of co measurement issue was not confirmed. The thermistor was submerged in a 37.0 c water bath and read 37.0 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage to the catheter body, balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 0.8 cc air. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint could not be confirmed. No evidence of a manufacturing nonconformance was noted. It could not be determined if procedural factors or device handling may have contributed to the reported event. No actions will be taken at this time.

Event description:
It was reported that the cco value while 777hf8j was 15.0l/min during use. The catheter was replaced to t173hf6 then the indicated co value was 10.0l/min which was still high. The customer also reported that the pulmonary artery pressure dropped from 30mmhg to 20mmhg when the catheter was replaced. The patient had pulmonary hypertension and the customer did not recognize 30mmhg pressure as problem, but the value dropped to 20mmhg when the catheter was replaced. The clinician did not know which value to trust. The dpt was zeroed and there was no change in patient's chest position. The patient also had grade 1 tricuspid regurgitation. The customer commented that patient's symptoms were milder than grade 1. The customer believes that the cco and co values were not affected by the patient's condition. Information such as expected value, the shape of the waveform, if the value and waveform matched, if an error message was observed, or if occlusion, leakage or a kink was noted in the catheter were not available. There were no patient complications reported.